Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedance measurements, noise, oversensing and pacing inhibition. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned. It was determined during the revision procedure that the lead was fractured and had an insulation anomaly. No adverse patient effects were reported.